Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the returned device identified a kink in the hypotube. The kink was located at 22.6cm distal to the strain relief. Although the kink is consistent with excessive force having been applied to the shaft. An examination of the balloon identified that the balloon had been inflated and was not refolded. The device was attached to an encore inflation unit and the balloon fully inflated to its rated burst pressure with no leaks noted. The inflation device was verified before and after use with a calibrated pressure gauge. No issues were noted with the balloon profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).

Event description:
It was reported that the stent was explanted. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous unspecified vessel. Predilation was performed. A 2.50x12mm promus element ¿ stent was selected and implanted in the lesion. A 2.50x8mm non-bsc stent was then selected. While advancing this stent, resistance was encountered and the physician removed it. Upon removal, it was noted that the promus element stent was in the guide catheter along with the non-bsc stent. The procedure was completed with the implantation of another of the same stent. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that the stent was explanted. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous unspecified vessel. Predilation was performed. A 2.50x12mm promus element ¿ stent was selected and implanted in the lesion. A 2.50x8mm non-bsc stent was then selected. While advancing this stent, resistance was encountered and the physician removed it. Upon removal, it was noted that the promus element stent was in the guide catheter along with the non-bsc stent. The procedure was completed with the implantation of another of the same stent. No further patient complications were reported and the patient's status was stable.